Event description:
It was reported that during a lap inguinal hernia procedure, clip applier failed to close correctly on first shot. Clipper was discarded and new product was used. No pt consequence - it was never fired in the pt.